Event description:
Complainant alleged that the medics were called to a witnessed arrest of a pt. Upon the medics' arrival, another responding team had already initiated pt CPR. The pt was determined to be pulseless and not breathing. Multi function electrodes were then applied to the pt in the apex/sternum positions. The medics then attempted to analyze the pt's heart rhythm, but the device displayed artifact and an "ECG too large" and a "noisy ECG" message. The pt subsequently expired.